Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure inserted. The patient's concurrent conditions included uterine bleeding and dysmenorrhea. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomies and novasure endometrial ablation). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and menometrorrhagia outcome was unknown. The reporter provided no causality assessment for menometrorrhagia and pelvic pain with essure. ¿concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "pelvic pain and menometrorrhagia". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure inserted. The patient's concurrent conditions included uterine bleeding and dysmenorrhea. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomies and novasure endometrial ablation). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and menometrorrhagia outcome was unknown. The reporter provided no causality assessment for menometrorrhagia and pelvic pain with essure. ¿concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "pelvic pain and menometrorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-dec-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.